Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was ¿couple years". It was reported the fentanyl stopped and the pain was getting worse. The patient went through withdrawal and was in the hospital for about a week. No further complications were reported.